Event description:
It was reported that an asymptomatic patient presented to the clinic. The right ventricular lead exhibited loss of capture. A chest x-ray confirmed that the lead had dislodged. The lead was successfully repositioned. The patient would be monitored.

Manufacturer narrative:
.